Manufacturer narrative:
Return of the device has been requested.  As of the date of this report, device has not been returned.

Event description:
A distributor received information from a facility that a pump had an issue with no occlusion alarm. There was no harm to a patient reported. No further details were provided.